Manufacturer narrative:
Additional information has been requested. Should additional information become available it will be reported in a supplemental report upon completion of the investigation.

Event description:
While broaching humeral canal, the version rod broke off in the ring 30 degree version hole. Surgeon was broaching properly and did not hit rod.

Manufacturer narrative:
Additional information added.

Event description:
While broaching humeral canal, the version rod broke off in the ring 30º version hole. Surgeon was broaching properly and did not hit rod.

Manufacturer narrative:
An event regarding fractured tip involving a reunion tsa - version rod was reported. The event was confirmed. Method & results: device evaluation and results: (B)(6) concluded: "the reunion tsa version rod threaded region fractured in fast fracture overload consistent with the application of an off-axis load. The eds spectrum and the hardness of the housing material were consistent with a 17-4 ph stainless steel alloy in the h900 aged condition. No material or manufacturing defects were observed on the components examined." Medical records received and evaluation: no medical records were received for review. Device history review: indicated the devices accepted into final stock from the reported lot were free from discrepancies. Complaint history review: there has been no other event for the lot referenced. Conclusions: the investigation determined the likely root cause of the fracture was due to overload. There is no indication at this time that the design, materials, or manufacturing of the subject device contributed to the event. If additional information becomes available, this investigation will be reopened.

Event description:
While broaching humeral canal, the version rod broke off in the ring 30º version hole. Surgeon was broaching properly and did not hit rod.